Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 700 mg/dl. Troubleshooting was performed, and the insulin pump had the wrong time and date. Assisted the customer with the correct programming. All other programming was correct. Found multiple no delivery alarms in the alarm history. Attempted to conduct the prime test, but the insulin pump alarmed no delivery. Unable to continue as the customer didn't have another infusion set. Advised the customer to call back once she has another infusion set to continue with the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.